Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Diagnosed diabetic ketoacidosis. The blood glucose reading at the time of the event was 1476 mg/dl. The customer was admitted to pediatric ICU. Customer experienced vomiting for two days. He was also incoherent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.